Event description:
According to the op report, this valve was explanted due to endocarditis. At explant, the mitral valve was noted to be dehisced "in the direction of the aortic valve". The valve was replaced with another sjm 31 mec-102 and the pt was stabiized and brought to the ICU.